Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a resume pump alarm occurred. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information regarding this event was provided. Additionally, it was reported that the customer experienced an elevated blood glucose (bg) level of "high" on the continuous glucose monitor; cause was not known. A correction bolus via the pump was delivered to address bg. Recommendation was made to consult with a healthcare provider regarding diabetes management.